Event description:
It was reported that pump experienced malfunction with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised pump could continue to be used and to call back if malfunction happened again, and no additional actions were reported.